Event description:
The device was used during an unspecified procedure. Reportedly, the instrument broke. The hosp has reported no pt injury occurred.

Manufacturer narrative:
1/7/1998-supplemental report #1 submitted to FDA.